Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of the patient's implantable cardioverter defibrillator (ICD) showed non-sustained over-sensing on the right ventricular (rv) lead due to post-paced t-wave over-sensing. It was also noted that there was an episode of over-sensing due to high-amplitude noise. No symptoms or revision were reported.